Event description:
Customer reported blood leaks on two dialyzers during the same treatment. Fresenius machine gave appropriate alarms. Estimated blood loss 400 ml (facility policy not to return blood to patient). Patient ran fine on 3rd dialyzer from different lot. After treatment, patient went home, and was later taken to the emergency room and hospitalized with fever, nausea and vomiting.

Manufacturer narrative:
The devices that leaked were not returned by the customer, but 37 unused devices from the same lot were returned and analyzed. No failure was detected. A root cause for the leakage in the clinic could not be determined. Complaint trend analysis does not indicate a general problem with this lot.